Event description:
The suture was used during an exploratory laparotomy procedure. Reportedly, the suture broke and wound dehiscence occurred. The surgeon performed a re-operation on 8/31/98 to correct the condition. The hosp has reported the pt's condition is satisfactory.